Event description:
It was reported, the pt is experiencing stimulation at his ribs. An sjm rep met with the pt and reprogramming was unsuccessful. The pt is scheduled to see his neurosurgeon for x-rays in (B)(6).

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.